Manufacturer narrative:
The blood loss is attributed to the operator electing to not troubleshoot the alarms or perform rinseback. The exact cause of the alarms is not known. The user's guide contains adequate info regarding probable causes of alarms and alarm recovery instructions. Facility staff has provided add'l training. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
An arterial air alarm followed by a venous pressure decreasing alarm occurred during a routine hemodialysis treatment. The operator discontinued treatment w/o performing rinseback, resulting in an estimated blood loss of 190cc. Hb on (B)(6) 2011 was 9.7 g/dl, (B)(6) 2011 was 8.8 g/dl. Pt had been on epogen hold and will now receive 14,000 units 1/week. No other medical intervention was required.